Manufacturer narrative:
UDI information - (B)(4). With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. The device history record reviewed with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint is not confirmed. The definite root cause of the observed condition cannot be reliably determined.

Event description:
A sales representative reported in behalf of the customer that the a1059 mayfield modified skull clamp would not hold pressure. Additional information received on 03sep2019 indicated that the skull clamp was used during a craniotomy procedure on (B)(6) 2019. The case was not delayed because of the problem. The problem was discovered intraoperatively. Adjustments were made in an attempt to fix the problem. There was no patient injury reported.